Manufacturer narrative:
Batch review performed on 21 march 2022: lot 1906893: (B)(4) items manufactured and released on 10-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
When billing for the case, the sales agent noticed that the surgeon implanted a gmk sphere size 4 femur, size 3 tibia, and size 3 poly. The correct combination should have been a size 4 femur, t3/i4 tibia, and size 4 poly. The agent contacted the surgeon and the surgeon will monitor the patient for the potential need to revise. Additional information will be provided if necessary.